Event description:
On (B)(6) 2012 the reporter contacted lifescan (lfs) in (B)(4) alleging the were unable to see the "darker gold line on the test strip where the blood sample is inserted." This complaint is being reported because the alleged issue was not resolve with troubleshooting done by the customer care advocate (cca). There was no indication that the lfs product caused or contributed to a adverse event. Replacement products were sent to the patient.